Manufacturer narrative:
Investigation summary: this complaint is for several misidentifications when using phoenix panel nid (catalog number 448007) batch number 3108855. The customer did not return panels but provided phoenix generated lab reports and isolates for the investigation. The customer provided lab reports for another batch. The customer noted misidentifications of proteus mirabilis as pseudomonas aeruginosa, serratia marcescens as klesbiella aerogenes and k. Aerogenes as ewingella americana. The three customer returned isolates were verified on a bruker maldi biotyper and labeled p-1 through p-3. To investigate, retention panels from the complaint batch were tested using customer returned isolates p-1 through p-3 on a phoenix m50 machine and evaluated for identification results. Additionally, panels from a control batch of the same material but different batch were tested using customer returned isolates p-1 through p-3 on a phoenix m50 machine and evaluated for identification results. Last, panels from a different control batch of the same material but different batch were tested using customer returned isolates p-1 through p-3 on a phoenix m50 machine and evaluated for identification results. All panels inoculated with customer isolates s. Marcescens p-1 and k. Aerogenes p-2 returned correct identifications. All panels inoculated with customer returned isolate p. Mirabilis p-3 did not grow well. This complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed two additional complaints on complaint batch 3108855, related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported when using the bd phoenix¿ nid a misidentification was reported for three patients. Isolate 2 (accession number (B)(6)) was identified as e. Americana, k. Aerogenes and s. Dysenteriae. Testing was completed between two sister hospitals using the bd pheonix m50 and the maldi-tof. The maldi-tof result being k. Aerogenes. No health impact or consequence reported. Report 1 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ nid a misidentification was reported for three patients. Isolate 1 accession number (B)(6) was identified as ps. Aeruginosa, p. Miabilis and b. Cepacia complex. Testing was completed between (B)(6) hospitals using the bd pheonix m50 and the maldi-tof. The maldi-tof result being p. Miabilis. No health impact or consequence reported. Report 1 of 3.